Manufacturer narrative:
(B)(4).

Event description:
This was a left sided lead extraction to remove 3 non-functional leads. All three leads were prepped with lead locking devices (lld). The physician elected to abandon the extraction because of the inability to extract the leads with the glidelight laser sheath and mechanical tool (cook evolution). One lld was removed successfully from the lead. The physician elected to cut and cap the other two leads with the llds still inside. The patient was discharged per operative plan and did not experience any ill effects from the procedure. The physician stated that the llds performed as intended and no malfunction occurred.